Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a2; a3; a4; a5; d4; d6; d11; g4; h2; h4; h6. D11: 12-115121 ¿ ceramic head ¿ 2911060. 00875705601 ¿ shell ¿ 63765514. 00625006520 ¿ bone screw ¿ 63882515. 00625006535 ¿ bone screw ¿ 63729964. 51-101140 ¿ femoral stem ¿ 3982295. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875101236- neutral liner 36mm-unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reason. Once the incision was made, it was noticed that the biolox head was cracked in half. Attempts have been made and additional information on the reported event is unavailable at this time.